Event description:
Medical staff reported rupture and pain . This relates to the right side. Device has been explanted.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. Continued a2 year of birth: (B)(6). Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.